Event description:
Information was received indicating that multiple cassettes caused ?no disposable" pump alarms. No adverse effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).